Event description:
Customer reported overinfusion on this pump. Pump was programmed for 24 hour treatment of cefazolin, (250 mi) 4 doses. 12 hours later pt reported bag was almost empty. No pt injury has been reported at this time. Pt continued therapy without the pump. Pump will be sent to the pal lab for evaluation. No additional pt information is avialable at this time.